Event description:
The sales agent was informed by the surgeon on (B)(6) 2015 that the pt would need to have his 56 mm dual mobility liner and 28 mm ceramic head replaced as a part of a wash out procedure. The reason for the wash out was due to a second infection of (B)(6). The explanted materials will not be made available to be returned to medacta as the hosp will not allow it. Mfg ref # 3005180920-2015-00061.